Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Event description:
Additional information received on 12/1/2022: a total of (2) ar-3636 knotless fibertak inserters broke inside the patient and all fragments were retrieved. Due to the case being delayed for 20 minutes, additional anesthesia was administered to the patient. Also, surgeon had difficulty inserting the anchor through the drill sleeve of an ar-3610nd-2 flexible 1.8mm drill, an ar-3610ctc curved fibertak spear, and (2) ar-3610ctc-2 tight curved fibertak spear. This was discovered during a labral repair procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-3636 knotless fibertak inserter broke off during insertion. All fragments were retrieved, and case was completed with another arthrex anchor. This was discovered during a procedure on (B)(6) 2022. An additional 20 minutes were added to the case due to device breaking.